Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided. This is one of three MDR reports being submitted for this case.

Event description:
Approximately 2 years post implantation of a 26mm sapien 3 ultra valve in the native aortic annulus, the patient was found to have severe paravalvular leak (pvl) and the s3u valve position was too low requiring a valve-in-valve procedure. The physicians performed a valve-in-valve tavr via transfemoral approach, hoping to seal the pvl by placing a second 26mm s3u valve higher than the original s3u. This patient has circumferential sinotubular junction (stj) calcification which the physicians were trying to avoid. But the devices were not positioned high enough prior to inflating the commander delivery system and when the distal portion of the balloon began to inflate, it pulled the delivery system in. This resulted in the second 26mm s3u valve being deployed lower than intended. Post deployment the 2nd valve had landed right on top of the original valve and the patient still had severe pvl. A third 26mm s3u valve was deployed higher. During deployment of the 3rd valve, the commander delivery system balloon ruptured on the stj calcification. The balloon rupture was expected by the physicians. The commander delivery system and 14f esheath+ were removed together and a 16f esheath+ was put in while the 3rd s3u valve was evaluated via images. The pvl was now moderate. The patient was reported as stable post procedure. Per report, the exact cause for the 1st valve malposition is unknown, as the valve had been implanted at a different hospital. However, the physician believed that it was too low due to the stj calcification.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of relevant procedural imagery. A review of the device history record provided no indication that a manufacturing nonconformance would have contributed to the complaint event. As reported, "approximately 2 years post implantation of a 26mm sapien 3 ultra valve in the native aortic annulus, the patient was found to have severe paravalvular leak (pvl) and the s3u valve position was too low requiring a valve-in-valve procedure", "patient has circumferential sinotubular junction (stj) calcification which the physicians were trying to avoid", and "the exact cause for the 1st valve malposition is unknown, as the valve had been implanted at a different hospital. However, the physician believed that it was too low due to the stj calcification". Per training manual, "transcatheter heart valve (thv) should be deployed around 80/20 to 90/10 (aortic/ventricular)" for aortic or (ventricular/atrium) for mitral and "anatomy (stj, calcification, coronaries, etc.) Should also be considered when initially positioning the thv". As such available information suggests that procedural factors (valve positioning and deployment technique) and/or patient factors (stj calcification) may have contributed to the complaint event. Due to the thv malpositioned (too low) of the first valve during initial deployment, the valve or paravalvular leak (pvl) skirt might have inadequate sealed against the target site (native annulus), so the paravalvular leak can be getting worse over the time. As such, available information suggests that procedural factors (thv malpositioned) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.